Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml exactamix eva tpn bag had leaked from the back of the bag near the seam. This event occurred after compounding the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not reveal any issues with the back of the bag near the seam. Functional testing was performed by filling the bag and firmly squeezing. No leaks were found anywhere on the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.